Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-00517, 2017865-2020-00519. It was reported that the patient's entire system was explanted due to a pocket erosion and infection. The source of infection was unknown. The physician believed the patient potentially had an infection for most of the implant and it slowly eroded the pocket but was not severe enough for the patient to be symptomatic until the pocket was eroded. The patient was stable before, during and after the procedure.